Manufacturer narrative:
At this time, it is not clear what caused the bowel perforation. As reported, the bowel appeared to have indentations from contact with the head of the fasteners. Which fastener, capsure, sorbafix or securestrap, caused these indentations has not been identified. As reported, when the patient returned to the theatre, the securestrap tack was found protruding from the abdominal wall. The IFU for the sorbafix fixation device contraindicates "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as nerves, vessels, viscera or bone. Use of the sorbafix¿ absorbable fixation system in the close vicinity of such underlying structures is contraindicated. " a review of the manufacturing records could not be performed as the subject lot number was not provided. At this time the information provided is limited. Additional information has been requested. If/when additional information is received, a supplemental MDR will be submitted. An additional MDR has been submitted for the capsure fixation device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample reported as not available.

Event description:
Patient underwent surgery on the (B)(6) 2018 for laparoscopic repair of parastomal hernia left side. He returned to the theatre on (B)(6) 2018 following sudden deterioration and sepsis. A tiny pin point hole in the small bowel was found which was leaking small bowel fluid. At this time there were areas of the small bowel which looked like the tacker head imprints on the bowel. Single use tackers used for the procedure were: sorbafix, capsure and securestrap. On the (B)(6) 2018 the patient returned to theatre for change of vac dressing and the sharp end of securestrap tack was discovered sticking out of the abdominal wall.

Manufacturer narrative:
This is an addendum to the previously submitted emdr to document additional information provided through the user facility. As reported, the sorbafix device was non-functional and was not used on the patient. The sorbafix device in question was not returned for evaluation. No definitive conclusion can be made at this time as to why the sorbafix fixation device was reported as non-functional.

Event description:
Patient underwent surgery on the (B)(6) 2018 for laparoscopic repair of parastomal hernia left side. He returned to the theatre on (B)(6) 2018 following sudden deterioration and sepsis. A tiny pin point hole in the small bowel was found which was leaking small bowel fluid. At this time there were areas of the small bowel which looked like the tacker head imprints on the bowel. Single use tackers used for the procedure were: sorbafix, capsure and securestrap. On the (B)(6) 2018 the patient returned to theatre for change of vac dressing and the sharp end of securestrap tack was discovered sticking out of the abdominal wall. Addendum as reported by the user facility: the implants used were cook biodesign and covidien parietex. The sorbafix device was tried and it did not work, so there are none of those tacks inside the patient's abdomen. No bowel injury was experienced prior to closing the patient. It was believed by the user facility that the capsure device caused the impressions on the bowel, but did not cause the perforation. It was not certain how many capsure fasteners were placed. There were no issues with the capsure device at time of use reported.